Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical visual inspection of the returned cycler exterior showed no sign of physical damage. Patient sensor check passed. System air leak test passed. Valve actuation test passed. The simulated treatment post-ast 2 hour and 15 minute 8500 ml test passed. During an internal inspection of the returned cycler there were visual indications of dried fluid found within the hp2 filter. There were no other visual discrepancies found during the internal inspection. Mushroom head check passed.in addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis patient reported an air detected in cassette message followed by fluid leaking from the cassette door. The patient cancelled treatment and re-setup and received the air detected in cassette warning once again. In a follow up, a pd nurse reported that the patient did not have any adverse event, harm or require intervention due to the fluid leak event. The patient did receive a new cycler and is using it without any further issues. The cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis patient reported an air detected in cassette message followed by fluid leaking from the cassette door. The patient cancelled treatment and re-setup and received the air detected in cassette warning once again. In a follow up, a pd nurse reported that the patient did not have any adverse event, harm or require intervention due to the fluid leak event. The patient did receive a new cycler and is using it without any further issues. The cycler is available to return.